Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed no damage or anomalies. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed-race (caucasian, hispanic/latino) female patient underwent a primary breast augmentation with two 300cc mentor smooth round moderate profile prostheses and experienced bilateral deflation postoperatively. The patient noticed that her breasts became soft in (B)(6) 2020. On (B)(6) 2021, her left breast completely lost the volume. The patient had a consultation with a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2021. The event date was estimated (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.